Event description:
It was reported that the ilet displayed repeated ¿unable to proceed. Please check notifications¿ alerts during the load process and could not progress past rewind despite guided troubleshooting, dry-run fill attempts to approximately 120 units, multiple tubing fills, and a full load with new supplies; replacement was issued. Symptoms included no clinical effects. Outcomes included no clinical impact and continued cgm use with the dexcom app or receiver. Investigation included technical troubleshooting by customer support and observation of flow at the infusion set fork needle, which did not show drops. Investigation of this case revealed a device failure to complete the load sequence consistent with a malfunction during fill/rewind without evidence of an infusion set obstruction, indicating a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.